Event description:
Procedure type: gastrectomy. According to the reporter: it was planned to use orvil25 for the procedure, but the orvil21 was prepared without checking the size. During the firing, it was found that the orvil21 was used erroneously. Anvil was removed and the tissue was resected additionally. Using the proper orvil, reconstruction was performed again. The patient is under observation. Nothing fell into cavity. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).